Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions the device was not returned for analysis. Based on the information provided, a conclusive cause for the reported blocked marker lumen could not be determined. The proglide device was used after no pulsatile flow was noted from the marker lumen. It should be noted that the deployment sequence in the perclose proglide instructions for use states: do not use the perclose proglide smc device if the marker lumen is not patent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no product quality issue identified with this device based on the information reviewed.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was performed using a proglide device via a 6f sheath after a interventional neurology procedure. Reportedly, after the proglide device was positioned in the access site, there was no pulsatile flow from the marker lumen. The proglide device had been flushed prior to use without issue. The physician knew that the proglide device was positioned in the correct placed and decided to continue with closure. Hemostasis was successfully achieved with the device. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician was reportedly in-training in the use of the proglide device. No additional information was provided.